Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the screw head fractured when it was inserted to the patient's acetabulum without pre-tapping. The fragment was removed from the patient, and there was no harm/injury to the patient.